Event description:
Patient revised for pain in left hip.

Manufacturer narrative:
The device was not returned for evaluation. A review of the device history records showed no material property, mechanical, or dimensional discrepancies. The information that was available and the analysis of the device history records suggest that this incident was not device related. If more information becomes available, a new investigation will be initiated. Device not returned for evaluation.